Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they were seen by a periodontist who stated: appears that byte treatment moved tooth too far buccal and inclined root buccal as well, also tooth is too coronal in arch compared to adjacent teeth. Patient does need treatment to correct this for crowding and malposition in the mandibular anterior to avoid future periodontal problems. Byte treatment has already been completed/ceased to continue. I am making these recommendations because I am a periodontist that has evaluated patient's conditions and recommended best course of action. Patient also reported that they will require to have gum grafts. They had to get invisalign to fix the issues caused by byte.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.